Event description:
The customer contact reported that the device alarmed with a s233 (over temperature-psc) malfunction alarm code and that the device fan was not working. The device was returned to the biomedical department with a note that stated, "s233 malfunction alarm, fan not working". No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events and no reported delays in critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted in the device history and it was found that the fan was not functional. No additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility, during testing, the device did not alarm with a s233 (overtemperature-psc) malfunction alarm code; however, it was noted in the device history. Additionally, it was found that the fan was not functional. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel.